Event description:
It was reported that this patient with this pacemaker presented to the emergency room ER after reporting their heart rate was less than 60 beats per minute bpm. The health care professional hcp wanted to evaluate device operation. Ts noted that the right ventricular automatic threshold rvat and right atrial automatic threshold raat was successful. Also, ts noted that the patient presented with premature atrial contractions pacs were found every other beat. Ts found oversensed noise on the right ventricular rv channel from a medical procedure. The minute ventilation feature was disabled by the signal artifact monitor sam software due to oversensing on the rv channel. The device remains in use. No adverse patient effects were reported.